Event description:
It was reported that the fiber cap detached during prostate vaporization at 48,770 joules into the case. The cap detached inside the scope while the laser was in standby, and the cap was retrieved when the scope was withdrawn from the pt. The pt outcome was reported as "okay".